Event description:
It was reported that, "broken bumper allowed axle to become loose. Doctor replaced bumper, bushings, axle and bearing for mrs. No other information per hospital protocol."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.